Event description:
It was reported that "the housing for the head section motor bursted into two pieces".

Manufacturer narrative:
It was reported that "the housing for the head section motor bursted into two pieces". The customer reported hearing an "explosion" sound while attempting to raise the head section and subsequently observed "the motor housing in pieces". As a result, the head section could no longer be raised. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.